Event description:
It was reported to boston scientific corporation that a bolus straight adapter was used to provide nutritional supplement feeding, on (B)(6), 2010. According to the complainant, during the nutritional feeding, while injecting the supplement, the connector of the device detached from the tube. The procedure was completed with a new bolus straight adaptor. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a bolus straight adapter was used to provide nutritional supplement feeding, on (B)(6), 2010. According to the complainant, during the nutritional feeding, while injecting the supplement, the connector of the device detached from the tube. The procedure was completed with a new bolus straight adaptor. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The patient's age is not known however was noted to be over 18 years old. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual evaluation found that the connector at the proximal end of the tubing appeared loose. The connector could be removed from the tube with minimal effort. Residue was found on the proximal 1 centimeter of the tubing indicating that the tubing had most likely been attached properly to the connector during manufacturing. The inner diameter of the distal end of the connector was measured and found to be not within the manufacturing specification and is most likely due to handling deformation. The returned unit was consistent with the complaint incident that the connector detached. During the evaluation the connector was found to be detached form the proximal end of the tubing. The inner diameter of the connector being out of specification is most likely due to interaction with the tubing causing the connector to deform. It appears that due to handling during preparation and attempted use caused the connector to detach from the tubing. Therefore, the most probable root cause is handling damage. (B)(4).